Manufacturer narrative:
Subsequently, a revision procedure was performed, during which the competitive ra lead was tested via pacing system analyzer (psa), and all measurements were found to be normal. Device connections were verified to be secure, and a visual inspection confirmed that the competitive ra lead terminal pin had been full inserted into the device header. The physician elected to leave the competitive ra lead and device in service, and to continue to monitor the impedance measurements. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitive right atrial (ra) lead exhibited ra pacing impedance measurements of greater than 2000 ohms. No adverse patient effects were reported as a result of this observation.